Manufacturer narrative:
H10: the actual sample was received inside a biohazard bag between yellow pads which had a tip protector attached. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage and pressure tests with no issues noted. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free intravenous (IV) connector disconnected from a non-baxter closed system transfer device (cstd). It was further reported that when the cstd was connected to the one-link connector attached to a stopcock, the cstd began to twist off resulting in a chemotherapy leak. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.